Event description:
During manufacturer review of the published article entitled ¿rehospitalization and emergency department use rates before and after vagus nerve stimulation for epilepsy: use of state databases to provide longitudinal data across multiple clinical settings.¿ kalanithi ps, arrigo rt, tran p, gephart mh, shuer l, fisher r, boakye m. Neuromodulation. 2013 apr 2:544-554. Doi: 10.1111/ner.12051. [Epub ahead of print], it was identified a device malfunction occurred for an adult patient which required hospitalization. Attempts to the lead author revealed the data in the study was de-identified, so the patient identities and subsequent device issue information was not specified, and is not available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Article citation: during manufacturer review of the published article entitled ¿rehospitalization and emergency department use rates before and after vagus nerve stimulation for epilepsy: use of state databases to provide longitudinal data across multiple clinical settings.¿ kalanithi ps, arrigo rt, tran p, gephart mh, shuer l, fisher r, boakye m. Neuromodulation. 2013 apr 2:544-554. Doi: 10.1111/ner.12051. [Epub ahead of print].